Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had motor error and they were able to fix it after rewinding. The customer blood glucose level was 482 mg/dl, 190 mg/dl and treated with manual injections. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer states insulin pump did not expose to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated the insulin pump alarms contains more than one motor error alarm within the last 30 days. Customer states no delivery was the root cause of motor error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.